Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. Unit was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected off no power, low battery, battery out limit, and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that over the last couple of weeks the insulin pump's battery did not last. The insulin pump alarmed unexpected restart and caused the insulin pump to shut off randomly. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.